Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during priming for a procedure, the stockert s5 system shut off. The power cords and electrical connections were checked, the console was restarted, and the device regained functionality before turning off again. The system was changed out prior to the procedure. The time required to change the pump was 20 minutes. There was no patient involvement. The s5 system was checked by the hospital's clinical engineering department and no abnormalities were found. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during priming for a procedure, the stockert s5 system shut off. The power cords and electrical connections were checked, the console was restarted, and the device regained functionality before turning off again. The system was changed out prior to the procedure. The time required to change the pump was 20 minutes. There was no patient involvement.